Event description:
It was observed during the device inspection that subject device ceramic head was cracked. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for investigation. Based on the information provided and the regional repair center. The device evaluation identified that the ceramic head was cracked. The likely caused was impact, dropping, shock or similar stress. However, the root cause could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following IFU. In IFU "chapter 4.1 inspection and testing", ¿warning risk of injury¿ lists ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end.¿ (instruction manual_a22040a.pdf). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.